Manufacturer narrative:
A csf leak was reported following a spinal procedure in which duraseal was used. The duraseal instructions for use (IFU) in place at the time of this incident and supplied with the product shipped to another country states: "do not apply the duraseal system to confined bony structures or confined spinal canal spaces..." This application was off-label use. The IFU included with this product also states: "duraseal is intended for use as an adjunct to standard methods of repair, such as sutures, to provide a watertight closure." From the clinical studies cited by the current IFU: "...the incidence of postoperative overt csf leaks was 2.5%. These findings compare favorably to that reported in the literature (generally 10.6%)."

Event description:
Distributor reported a cerebrospinal fluid (csf) leak following a spinal surgery in which duraseal was used. Patient was admitted to the hospital. Despite attempts to contact complainant, no other information was obtained.